Event description:
It was reported by service report that the cot cannot be released from the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the device was still fully operational in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by service report that the cot cannot be released from the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.